Event description:
It was reported that the pump and battery became warm to touch. A family member confirmed that there was no bodily harm to the pt or to herself when she removed the battery from the pump. She stated that she heard a continual beep from the pump, she removed the battery and both the pump and the battery felt warm, and she inserted a new battery to power up the pump. The family member noted that over the past month the battery life has been short. She has been using energizer lithium ultimate batteries from the same 4-pack of batteries. The family member denied moisture or corrosion inside the battery compartment, on the battery, or on the battery cap.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Upon examination the pump was found to exhibit a visible battery compartment crack and corrosion in the battery compartment. Eval found that pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for six hours without evidence of overheating or alarms. The complaint of overheating could not be confirmed or duplicated.